Event description:
It was reported that during a lap sigmoid colectomy procedure, the customer said that halfway through the case the device became smokey and stopped working, the tissue pad has been burnt through. Another same like device was used to complete the procedure. There were no adverse consequences reported for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.